Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2022. During the procedure, the clip was attempted to be deployed; however, the clip would not release from the catheter despite opening and closing the handle. Eventually, the clip was able to release from the catheter after doing the "shearing technique". The procedure was completed after placing additional three resolution 360 clip devices. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4).